Manufacturer narrative:
Per tandem's user guide: if you drop your pump or it has been hit against something hard, ensure that it is still working properly. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was dropped, and subsequently a malfunction occurred. Customer's blood glucose level was 202 mg/dl. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was able to be resumed.